Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. Beginning on an unknown date in 2018 there was difficulty charging. The patient told the rep that they kept seeing the ¿doctor picture with a power on reset (por)¿ while trying to charge. The patient was able to charge but the picture kept popping up. The rep met with the patient on (B)(4) 2018 and interrogated with the physician programmer. The screen that said that the spinal cord stimulator (scs) had been overdischarged appeared but the patient said that they did not trickle charge and had charged successful a month prior to the report. The battery showed a full charge during the report. The patient stated that they have been having trouble charging before but they just worked with it and got it charged. They were able to get 6blocks of coupling on (B)(6) 2018. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The physician is recommending that the patient gets their ins changed to the new model due to a history of charging difficulty. To the rep¿s knowledge and according to the patient they have never reported the difficulty charging before. The issue was resolved and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.